Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: d334trg, bi-ventricular defibrillator, (B)(6) 2011; 419688, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited impedance irregularities and inappropriate oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.